Event description:
It was reported that stent damage occurred. The 24mm x 2.75mm, 80%-90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 24 x 2.75 mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was deformed. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 2.75mm stent delivery system was returned for analysis. An examination of the crimped stent found distal stent damage, with stent struts lifted. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 24mm x 2.75mm, 80%-90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 24 x 2.75 mm (B)(6) premier drug eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was deformed. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.